Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported two years post implant a laparoscopic gastric band procedure, the patient had lost 80 pounds. The patient began to experience abdominal pain. During a diagnostic laparoscopy band tubing was found disconnected from the port. The locking connector was in place and the strain relief separate found in port incision and removed. A new port was placed. There were no adverse patient consequence.